Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. At the end of the procedure, the active blade and one part of the active blade broke. There was no consequence to the patient.